Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was a high current and a drop in sensing. The physician attempted to reposition the rv lead but once the helix was retracted, it was unable to re-extend. The physician removed the lead and placed an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed.the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.